Event description:
The device was used during a wedge resection procedure. It was reported by the affiliate that the device would not fire. Surgeon claims that "he could not release and would not fire." The device had to be "fishtailed" to get it loose from the tissue. A new device was used to complete the procedure. There was no pt consequence.